Manufacturer narrative:
Insulin pump had an intermittent button response due to flattened button dome switches. Insulin pump had scratches on lcd window, cracked case near lcd window corner, cracked battery tube threads, minor scratches to reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin ump keypad was unresponsive and alarming. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 183 mg/dl at time of reporting. Nothing further reported.